Manufacturer narrative:
Since the customer did not provide data, bci was unable to evaluate if the values exceeded precision claims. Per customer, qc prior to the event was within lab-established ranges. A bci field service engineer (fse) visually inspected the instrument and no issues were noted. The customer declined ise health checks to be performed by the fse. Fse performed 12 random sample correlations with alternate instruments. The results were acceptable. Root cause is unknown. The alternate instrument is covered under MDR 2050012-2011-01396.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to instrument unicel dxc 800 pro synchron chemistry analyzer generated low anion gaps. Although, the issue could have been caused by na, cl, or co2; the customer could not specify which ion selective electrode (ise) analytes caused the issue. Results were not reported out of the laboratory; hence patient treatment was not impacted by this event. The customer did not provide data.